Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving an unknown metal head was reported. The event was confirmed by clinician review. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which noted," no clinical or pmh, no patient demographics, no imaging studies, no complete operative reports, no examination of explanted components. While the undated photos appear to confirm the event description, insufficient data is available to create a medical report for this case." Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the patient had revision due to dissociation of the femoral head from the stem, caused by wear of the trunnion. Intra-operatively, substantial black tissue was noted in the patient. The available medical records were provided to the consulting clinician for a review which noted that no clinical or pmh, no patient demographics, no imaging studies, no complete operative reports, no examination of explanted components. While the undated photos appear to confirm the event description, insufficient data is available to create a medical report for this case. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the femoral head from the stem, caused by wear of the trunnion. Intra-operatively, substantial black tissue was noted in the patient. The stem, head and liner were revised to a restoration modular stem construct with a ceramic head and mdm/ adm liner. Rep confirmed there are no allegations against the revised liner. Rep also confirmed he can provide revision usage and pictures, possibly the primary usage, and otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the patient had revision due to dissociation of the femoral head from the stem, caused by wear of the trunnion. Intra-operatively, substantial black tissue was noted in the patient. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the femoral head from the stem, caused by wear of the trunnion. Intra-operatively, substantial black tissue was noted in the patient. The stem, head and liner were revised to a restoration modular stem construct with a ceramic head and mdm/ adm liner. Rep confirmed there are no allegations against the revised liner. Rep also confirmed he can provide revision usage and pictures, possibly the primary usage, and otherwise confirmed that no further information will be released by the hospital or surgeon.